Manufacturer narrative:
H3: based on the available information, the revision involved in the case may have been the result of a combination of the risk factors specified in the hhe including but not limited to use error, implant positioning, patient factors, and combination of largest available femoral head and/or thinnest available acetabular liner. However, this cannot be confirmed as the device(s), radiographs, photographs, and operative notes were not provided.

Manufacturer narrative:
Concomitant medical products: integrip cc, cluster 52mm, g2 (cat# 186-01-52 / serial#: (B)(4)), wedge plasma s/o sz 2 (cat# 188-00-02 / serial# (B)(4)), biolox delta femoral head 36mm od, -3.5mm (cat# 170-36-93 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the legal notification, as a result of the premature polyethylene failure and approximately 4 years post initial tha, the 67 y/o male patient is scheduled for a revision total hip arthroplasty on (B)(6) 2023. Patient has retained legal counsel with respect to product defect claims arising from the premature failure of his exactech novation total hip device.